Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the length of the lesion was 250mm. A 6x150 130 cm eluvia¿ drug-eluting vascular stent system was deployed prior to this stent in the right superficial femoral artery (sfa) without incidence. The 6x150 130 cm eluvia¿ stent with deployment difficulties was deployed overlapping the first stent by 3cm.

Manufacturer narrative:
Age at the time of event: 18 years or older (B)(4). Device lot number: 19834885 or 20283003. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review for the two reported potential lots confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that deployment difficulties occurred. The (B)(4) stenosed, 250cm in length target lesion was located in the normally tortuous and highly calcified right superficial femoral artery (sfa). Following pre-dilation, a 6x150 130 cm eluvia¿ drug-eluting vascular stent system was advanced over a 0.018 "x 300 cm guidewire via a contralateral approach. After 120mm of the stent was deployed using the thumbwheel, the physician attempted to deploy the remaining stent using the pull grip. However the pull grip did not work. The physician then dismantled the handle of the delivery system and was able to manually deploy the rest of the stent using the pull grip. The procedure was completed with no further incidents. There were no patient complications and the patient is in stable condition.